Event description:
A report was received stating that the device was in use with a patient with a tracheal infection when the tube developed a pink residue. According to the reporter, the patient's mother thoroughly cleans the tube of the residue, but the residue returns. The report states that the patient's pulmonologist hypothesized that the material of the tracheostomy tube has degraded and is perpetuating the growth of the pink residue. The patient has been given antibiotics to treat the tracheal infection. No permanent adverse effects to patient reported.

Manufacturer narrative:
Additional manufacturer narrative: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. (B)(4).